Manufacturer narrative:
Product analysis: two spider fx unit were returned to medtronic investigation lab for analysis. A non-medtronic support catheter was included with the device. No other ancillary devices were included. The double ended catheter was not returned. The spider fx was inspected and found the spider fx capture wire was loaded the non-medtronic support catheter. The filter assembly was observed outside of the distal rim of the support catheter. The coiled tip was stretched out distally and the flex connector within the filter mesh was bent. The support catheter showed non-medtronic catheter on the hub and dried blood was observed throughout the lumen of the catheter. The spider fx capture wire was removed from the support catheter. A bend to the capture wire was observed approximately 4cm from the proximal end of the proximal marker band of the filter. The ptfe of the spider fx was inspected. There was no sign of damages. The capture were was slide through two finger tips and no abnormalities to the coating was experienced tactilely and the ptfe was inspected under microscope. The capture wire was wiped down using a dry white cloth from the lab. No debris was noted on the cloth after wiping. The capture wire was wiped down using a wet white cloth from the lab. No debris was noted on the cloth after wiping. The capture wire was wiped down using a white isopropyl alcohol cloth from the lab. No debris was noted on the cloth after wiping. The black segment of the capture wire was inspected and found areas of the wire where ptfe was not present. Areas of the exposed wire were noted at the following areas measured from the proximal tip of the capture wire: 2-3cm, 7-13cm, 38-43cm, and 64-67cm. Under microscope the areas of compromised ptfe is longitudinal and is not present around the circumference of the wire. The pffe shows characteristics consistent with exposure to friction, possibly scraped. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a 5.0mm and 7.0mm spider fx along with a non-medtronic 7fr sheath during procedure to treat a severely calcified lesion in the right mid sfa to popliteal. The vessel diameter and lesion length are 6mm and 10mm respectively. The vessel was severely tortuous. The IFU was followed. It was reported that the ptfe coating on the spider wire came off on both devices. One the 5.0mm spider, the ptfe coating was seen on the wet gauze as wire was wiped down prior to insertion for support catheter. The device was not introduced into the patient's vasculature. On the 7.0mm spider, the ptfe coating was noted to be coming off during use. No difficulties were reported during insertion or removal of the 7.0 spider. A pta was performed over the 7.0mm spider, then filter was removed using retrieval device. It is believed that the underlying wire were not exposed. There was no patient injury reported.